Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised the hp to start over with new supplies. The hp confirmed nothing unusual was noted with supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who confirmed she was connected at the time of the alarm and had not disconnected at any time. The hp stated she started over with new supplies and resumed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).